Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon was using the monopolar curved scissors instrument to cut tissue intra-abdominally, when a spark was noticed on the screen. The instrument was replaced with another of the same type and the planned procedure was completed with approx a 10 minute delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation. The reported failure could not be confirmed nor denied. The tip accessory used in conjunction with this instrument during the reported case has not been returned or evaluated at this time, see MDR 2955842-2008-00033.